Manufacturer narrative:
The complaint is confirmed. Visual examination of the returned device confirms the lcd display screen is cracked. Although a conclusive root cause could not be identified, damage of this nature is consistent with the device being dropped. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.

Event description:
The consumer called in reporting her meter is missing digits. The consumer stated the first digit of the results is missing and all four digits of the year are missing.